Event description:
It was reported that the log file review noted a backup battery not installed event on 05aug2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated that the log files were taken while patient was still in the operating room (or) under anesthesia and the backup battery was not able to be placed due to sterility of the operating field.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery not installed alarm was confirmed via analysis of the submitted log files. The submitted system controller event log files contained approximately 8 days of data combined (28jul2022 ¿ 05aug2022 per the timestamp) and the system controller periodic log files contained approximately 8 days of data combined (28jul2022 ¿ 05aug2022 per the timestamp). The log files captured a backup battery not installed alarm from the beginning of the log files (captured on 28jul2022 at 17:58:47) until 28jul2022 at 19:36:02. The alarm cleared on 28jul2022 at 19:40:20 as it appears that the backup battery was reconnected to the system controller. The log files did not capture when the alarm initially activated as the data was overwritten by newer data. The periodic log files only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated cannot be determined from these log files. A backup battery not installed alarm activated again on 05aug2022 at 12:36:04 and was active until the last event in the log files (captured on 05aug2022 at 12:57:36). The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the patient was in the operating room and due to the sterility of the operating field, the backup battery could not be placed in the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23may2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.